Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter prior to use, the powered handle was not charging. A few days were tried, but the same issue happened. Other powered handles were charged successfully in all bays. There was no patient involved. Medtronic's initial evaluation of the incident is that both battery cells were found to be vented.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that the handle was inserted into a representative charger running software to charge. After a few minutes, the charging light-emitting diode (led) changed from flashing green to flashing red. The handle was removed from the charger, but it did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. This would prevent the handle from charging. Both battery cells were found to be vented. The data saved to the system was evaluated and it was noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. This would result in the handle not initializing after being removed from the charger. The data also indicated that the handle did not meet the criteria for the battery health algorithm to activate. A known working battery was used to initialize the handle. The handle did not emit any piezo tones. The handle was opened up and there was damage to the internal electrical components typically associated with piezo failure. It was noted that the handle had 226 of 300 procedures remaining. The handle was noted to be running software. It was reported that prior to use, the powered handle was not charging. A few days were tried, but the same issue happened. Other powered handles were charged successfully in all bays. The reported issue that the signia had a vented battery and battery voltage drain on the charger was confirmed. The most likely cause could not be established from the information available. It was also reported that the signia power handle is not charged. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: powered stapling tier 1 electrical component failure. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.